Event description:
The biomedical engineer (bme) reported that a gz transmitter (sn: unknown) was connected to the g9 monitoring unit, cu-192ra (sn:(B)(6); there was no indication of a low battery displayed before it disconnected from the cns, pu-681ra (sn: (B)(6). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a gz transmitter (sn: unknown) was connected to the g9 monitoring unit, cu-192ra (sn: (B)(6); there was no indication of a low battery displayed before it disconnected from the cns, pu-681ra (sn: (B)(6). The cns displayed "telemetry not connected," and the gz transmitter ran for 27 hours without a battery change. The bme would like the cns logs reviewed. There were no reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6 - b7, d4, h4. Attempt # 1: 12/07/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 12/12/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 12/19/2023 emailed the bme for all items under the no information list. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: cns-6801a. Model #: pu-681ra. Serial #: 01655. Device manufacturer data: 27/08/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. G9 monitoring unit. Model #: cu-192r. Serial #: (B)(6). Device manufacturer data: 03/09/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that a gz transmitter (sn: unknown) was connected to the g9 monitoring unit, cu-192ra (sn: (B)(6); there was no indication of a low battery displayed before it disconnected from the cns, pu-681ra (sn: (B)(6). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a gz transmitter (sn: unknown) was connected to the g9 monitoring unit, cu-192ra (sn: (B)(6); there was no indication of a low battery displayed before it disconnected from the cns, pu-681ra (sn: (B)(6). The cns displayed "telemetry not connected," and the gz transmitter ran for 27 hours without a battery change. The bme would like the cns logs reviewed. There were no reports of patient harm or injury. Investigation summary: nkc investigated this issue for this customer. A review of the device logs, packet capture data, and the type of battery used by the customer found that the cause of the issue was a combination of prolonged battery usage and high operational load due to communication issues with the wireless access points leading to the battery being drained faster than it takes for the device to produce the low battery alarm. Nkc plans to make improvements to the gz alarm behavior in a future design change plan and provided the nkc complaint# (B)(4) as a reference. Nkc plans to address this issue through software improvements. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: cns-6801a model #: pu-681ra serial #: (B)(6) device manufacturer data: 27/08/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. G9 monitoring unit model #: cu-192r serial #:(B)(6) device manufacturer data: 03/09/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative. UDI related data quality updates corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b device product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: the UDI # does not include the sn (B)(6), as attempts to obtain the sn were made, but not provided. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.